Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), uterine perforation ("migration of device / migration of essure device location of device: uterus / perforation (uterus)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A45118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, missed abortion, uterine dilation and curettage in 2002, migraine, back pain, gerd and cholecystectomy. Previously administered products included for an unreported indication: hydrochlorthiazide and zoloft. Concurrent conditions included obesity. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera) and naproxen (naprosyn). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In october 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy) and surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, uterine perforation, uterine haemorrhage, menstrual disorder, weight increased, fatigue, depression and anxiety outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered anxiety, depression, device expulsion, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 6 to 7 coils were visualized as well as the tip of the essure device. Visualization occurred to watch to see if any of the device was further extruded. At the end of the case, still only 6 to 7 coils were visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Impression: appropriate placement of left essure device with complete blockage of the left fallopian tube. Proximal location of the right essure device, at approximately 50% of the inner coil. Patient does not complain of any symptoms related to the device. There is occlusion of the right fallopian tube. Possible submucosal fibroid in the left side of the uterine fundus, there is slight depression of the left fundal endometrial canal. Revealing the proximal mark of the outer coil is appropriately placed in the left uterine cornua with no contrast opacification around the left device. The right device was noted to be approximately 50% within the tube and 50% within the endometrial canal. No contrast opacification around the device, within the tube or any contrast seen into the remainder of the right fallopian tube. (B)(6) 2016: pathology report. Final diagnosis: uterus, cervix, and bilateral fallopian tubes: cervix: cervicitis endometrium: benign endometrium with endometrial polyp. Myometrium and serosa: focal hemorrhage. Bilateral fallopian tubes: no significant pathologic changes. Intrauterine device is present within the endometrial cavity, myometrium and right fallopian tube. Gross description: iud device is found within the endometrial cavity and the proximal right tube. Microscopic description: bilateral fallopian tubes are congested. One tube shows aggregates of lymphocytes within the paratubal fibrous tissue. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migration of essure device location of device: uterus. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device / migration of essure device location of device: uterus / perforation (uterus)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. A45118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, missed abortion, uterine dilation and curettage in 2002, migraine, back pain, gerd and cholecystectomy. Previously administered products included for an unreported indication: hydrocholorithiazide and zoloft. Concurrent conditions included obesity. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera) and naproxen (naprosyn). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on 23-feb-2016. At the time of the report, the uterine perforation, uterine haemorrhage, menstrual disorder, weight increased and fatigue outcome was unknown and the genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered fatigue, genital haemorrhage, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: 6 to 7 coils were visualized as well as the tip of the essure device. Visualization occurred to watch to see if any of the device was further extruded. At the end of the case, still only 6 to 7 coils were visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on 14-oct-2013: essure device was successfully occluded impression: appropriate placement of left essure device with complete blockage of the left fallopian tube. Proximal location of the right essure device, at approximately 50% of the inner coil. Patient does not complain of any symptoms related to the device. There is occlusion of the right fallopian tube. Possible submucosal fibroid in the left side of the uterine fundus, there is slight depression of the left fundal endometrial canal. Revealing the proximal mark of the outer coil is appropriately placed in the left uterine cornua with no contrast opacification around the left device. The right device was noted to be approximately 50% within the tube and 50% within the endometrial canal. No contrast opacification around the device, within the tube or any contrast seen into the remainder of the right fallopian tube. 23-feb-2016:pathology report final diagnosis: uterus, cervix, and bilateral fallopian tubes: cervix: cervicitis endometrium: benign endometrium with endometrial polyp. Myometrium and serosa: focal hemorrhage bilateral fallopian tubes: no significant pathologic changes. Intrauterine device is present within the endometrial cavity, myometrium and right fallopian tube. Gross description: iud device is found within the endometrial cavity and the proximal right tube. Microscopic description: bilateral fallopian tubes are congested. One tube shows aggregates of lymphocytes within the paratubal fibrous tissue. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet and medical records received. Per pfs: events abnormal bleeding, fatigue, weight gain and lower abdominal pain (symptom) are added. Previous event device dislocation updated to uterine perforation. Per mr: event abnormal uterine bleeding (confirmig abnormal bleeding) added. Lot number added. Lab data updated. Concomitant, historical conditions & drugs were added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of device / migration of essure device location of device: uterus / perforation (uterus)"), genital haemorrhage ("abnormal bleeding (general)") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. A45118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3, missed abortion, uterine dilation and curettage in 2002, migraine, back pain, gerd and cholecystectomy. Previously administered products included for an unreported indication: hydrocholorithiazide and zoloft. Concurrent conditions included obesity. Concomitant products included ibuprofen (motrin), medroxyprogesterone (depo provera) and naproxen (naprosyn). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), weight increased ("weight gain") and fatigue ("fatigue"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, uterine haemorrhage, menstrual disorder, weight increased and fatigue outcome was unknown and the genital haemorrhage had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered fatigue, genital haemorrhage, menstrual disorder, uterine perforation and weight increased to be related to essure. The reporter commented: 6 to 7 coils were visualized as well as the tip of the essure device. Visualization occurred to watch to see if any of the device was further extruded. At the end of the case, still only 6 to 7 coils were visualized within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded impression: appropriate placement of left essure device with complete blockage of the left fallopian tube. Proximal location of the right essure device, at approximately 50% of the inner coil. Patient does not complain of any symptoms related to the device. There is occlusion of the right fallopian tube. Possible submucosal fibroid in the left side of the uterine fundus, there is slight depression of the left fundal endometrial canal. Revealing the proximal mark of the outer coil is appropriately placed in the left uterine cornua with no contrast opacification around the left device. The right device was noted to be approximately 50% within the tube and 50% within the endometrial canal. No contrast opacification around the device, within the tube or any contrast seen into the remainder of the right fallopian tube. 23-feb-2016:pathology report final diagnosis: uterus, cervix, and bilateral fallopian tubes: cervix: cervicitis endometrium: benign endometrium with endometrial polyp. Myometrium and serosa: focal hemorrhage bilateral fallopian tubes: no significant pathologic changes. Intrauterine device is present within the endometrial cavity, myometrium and right fallopian tube. Gross description: iud device is found within the endometrial cavity and the proximal right tube. Microscopic description: bilateral fallopian tubes are congested. One tube shows aggregates of lymphocytes within the paratubal fibrous tissue. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc(product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (a robotic assisted total hysterectomy). Essure was removed. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.